Manufacturer narrative:
E1: initial reporter phone no (B)(6). The device was received for evaluation. Functional testing was performed. During evaluation, the device entire second keypad column (2nd soft key, barcode, 1, 4, 7) had no output. The cause was identified to be a failing keypad due to excessive use of the keypad over time. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had no output from the entire second keypad column (2nd soft key, barcode, 1, 4, 7). No additional information is available.